Event description:
Deployed the main body graft with no problems. Angiogram noted a type I endoleak at the proximal neck. Attempted to seal off the leak with the cook molding balloon, but was unsuccessful. It appeared that the stent expanded to seal the endoleak but when pressure from the balloon was withdrawn the stent would revert to the previous positioning. Another manufacturer's pta dilatation balloon was then utilized to seal off the endoleak. This attempt was also unsuccessful. During the visual examination of the post angiogram, the presence of plaque at the site was noted. Due to the flat image of the angiogram, it was difficult to realize how severe the obstruction was at the site. An ultrasound was then performed visualizing a more accurate depiction regarding the size of the plaque. What was noted was a shelf of plaque inside the aorta, with tortuosity at the seal zone. A decision to place another manufacturer's stent just below the renal artery was made based upon the prior situation and the available distance below the renal. Stent was placed inside the graft at the edge of the radiopaque gold markers. Final angiogram showed no evidence of an endoleak.